Manufacturer narrative:
This is one of two reports being submitted for this case. Please reference related manufacturer report no.: 2015691202400697. Investigation is ongoing. H3 other text : risk management at hospital is keeping device.

Event description:
As reported by an edwards life sciences field clinical specialist, during a right-transfemoral transcatheter aortic valve replacement procedure, the team noticed the 23mm commander delivery system was "popping/jumping forward" upon insertion into the 14fr esheath+. However, the delivery system continued to advance in a regular fashion, and the physician was not concerned. Wire position was never lost. The valve was successfully deployed. There was no difficulty inflating the delivery system balloon during valve deployment. However, the physician felt a sensation as if the balloon "kept going" after the valve was deployed. After valve deployment, the team noticed blood in the inflation device, suggestive of a balloon rupture. During removal of the delivery system, there was difficulty retrieving the delivery system completely into the sheath. The team slowly removed the sheath with the delivery system inside the sheath. Upon removal, it was observed that the sheath liner was completely split with the balloon sticking out of the sheath. Images of the sheath were reviewed by edwards life sciences engineering, and the following was observed: the liner appeared to be delaminated and accordion where the balloon was caught due to withdrawal difficulties. The patient initially appeared to be hemodynamically stable, but their blood pressure dropped. The team took an angiogram of the patient's right iliac, revealing an injury. Vascular surgery was called and performed a ruptured evar procedure. Post evar procedure, the patient was extubated, stable, and doing well.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h6 component code, additional codes added to h6 type of investigation, corrected h6 investigation findings, corrected h6 investigation conclusions, additional information added to h10. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided for review and the following was observed: the liner is circumferentially delaminated and bunched at the location where the balloon got caught. Presence of tortuosity in patient's access vessels. Access vessels large enough (>5.5mm for 14f esheath+). The esheath/esheath+ is designed in a way that expansion of the sheath allows for retrieval of the system with minimal damaging interactions to the integrity of the balloon or the nosecone of the system. Mitigations include visual and dimensional inspections of the sheath components and assembly. Users are informed of the residual risks associated with the valve, delivery system and/or accessories through the potential adverse events section in the instructions for use (IFU). To help mitigate risks, edwards provides guidance and instructions on visualizing and assessing vasculature, correct device prep, and proper insertion techniques in the IFU and training/refresher training materials, including adequate hydration of components, appropriate orientation of the esheath/esheath+ seam in the vasculature, and the risk associated with excessive calcification or tortuosity. Edwards also provides guidance on how to retrieve the delivery system (with or without the crimped valve), including if the delivery system balloon is ruptured. In addition, edwards physician training program includes case observation/review, proctor qualification and refresher training. Review of prior closed similar complaints that were able to be confirmed indicates that patient and/or procedural factors can contribute to circumferential liner delamination of the sheath which can manifest during withdrawal of the delivery system. Furthermore, the review did not identify an edwards related defect that may have contributed to any of the complaints. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst/torn balloon, residual fluid in balloon, etc.) Can lead to the system to catch onto the sheath liner. In addition, non-coaxial alignment between the devices can also lead to delivery system to catch onto the sheath liner, especially if patient factors such as calcification, tortuosity, and/or undersized diameters near the sheath distal tip are present within the patient anatomy. As a result, the operator may apply excessive manipulation to overcome any difficulty, which can further delaminate the liner as the delivery system is pulled through the sheath. Furthermore, more than one of these factors can compound to exacerbate the patient/procedural conditions and further lead to sheath liner delamination. In this case, the sheath delamination was confirmed. Investigation results suggest/indicate that patient factors (tortuosity) and/or procedural factors (non-coaxial withdrawal, excessive manipulation) may have caused or contributed to this complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.